Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.

Event description:
Customer reported the insulin pump alarmed button error and he was unable to fix it. Customer¿s blood glucose was 71 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.